Event description:
The customer contacted baxter's technical service center regarding ending therapy assistance, which occurred on the homechoice (hc) during dwell 4 of 4. The transfer set came undone in dwell 4 of 4. The baxter technical service representative (tsr) helped the home patient (hp) with ending therapy. The hp would call the registered nurse (rn) to see what they needed to do. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated that the transfer set came apart from the connection between the patient line and the transfer set. Per the pd rn, there was no malfunction with the transfer set. The pd rn stated that the home patient (hp) did not connect the patient to the transfer set in a correct manner and that is what led to the connection issue. The hp was still using the same transfer set. The pd rn already went over proper procedure for therapy connections with the hp so the problem does not recur. The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the connection issue was determined to be use error-user failed to attach patient line securely. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code is unknown at this time. During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.